Manufacturer narrative:
This product is no longer considered a suspect medical device for this event. All further information for this event will be submitted in manufacturer report numbers 3008344661-2019-00041 and 3008344661-2019-00064, for the correct suspect medical devices.

Manufacturer narrative:
Patient identifier: multiple = sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported multiple (B)(6) anti-hbs results when processing on the architect i2000sr. The following data was provided: (B)(6). The samples were retested again after centrifugation and the results were (B)(6), respectively. Additional anti-hbs results that were (B)(6) were provided for sids (B)(6), respectively. The customer also provided additional testing results for sids (B)(6), respectively, for the following tests: hbsag (B)(6), hbeag (results were (B)(6)), anti-hbe ((B)(6)), and anti-hbc (B)(6). No units of measure were provided. No impact to patient management was reported.